Event description:
The department of laboratory medicine was informed by the manufacturer last week of the potential for falsely elevated iron results due to mineral contamination. The observed magnitude of the elevation ranges from approximately 20-800 g/dl. The estimated rate is approximately 1 out of 2,500 samples. Iron requests from february 3rd, 2012 to the present may be affected.unfortunately, as the manufacturer is unable to provide the date for resolution of this issue, the dlm has temporarily instituted the policy to increase the frequency of the internal quality controls. In addition, for all iron requests as of october 9th until this issue is resolved, ferritin will be automatically measured on the same patient sample (if ferritin is not part of the initial request). The manufacturere has sent an email to the lab department earlier this month with an attached urgent medical device correction dated september 2012 informing the lab of the potential falsely elevated iron results due to environmental contamination. Siemens was not able to provide a date for resolution.